Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified, and moderately tortuous anatomy resulting in the reported difficult to advance. Interaction with the moderately calcified anatomy and/or manipulation of the device resulted in compromising the balloon material; thus, resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% de novo proximal left circumflex (plcx). A 2.5x20mm nc traveler balloon dilatation catheter (bdc) was advanced to the lesion with resistance at the implanted stent and inflated once to 8 atmospheres (atm) but ruptured. The device was removed without issue. There was no adverse patient effect or a clinically significant delay in the procedure. A non-abbott stent was successfully implanted to complete the procedure. No additional information was provided.